Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm, pump error 35 alarm, and moisture exposure found on 6/12/2021. The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Successfully downloaded firmware utilizing crest and the trace and history files using thus. A review of the downloaded history files shows the insulin pump alarmed pump error 35 on 06/12/2021 at 20:15 which caused the critical pump error (open book image) alarm. The insulin pump was cut open for visual inspection. Moisture damage was found on electric board 1, the motor, and force sensor. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification (23.4 milivolt) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, broken belt clip rails, and serial number label fading. Critical pump error (open book image) alarm and pump error 35 alarm are confirmed due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received critical pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.